Manufacturer narrative:
Outcomes to adverse events: a risk to the patient's health could not be excluded for these specific circumstances, since instrument paths and biopsy resections were applied in a different location in the brain than anticipated, with the brainlab device involved, and the intended ablation of the low grade glioma was not performed at this surgery, despite to date, other than that a revision surgery is intended by the surgeon, there have been: - no negative effects to the patient, nor any harm to a critical brain structure (e.g. Blood vessels or important brain tissue), neither due to the craniotomy nor due to the paths and resections actually applied with the biopsy needle nor the laser fiber paths, reported by the hospital/surgeon. - also no negative effect due to prolong of surgery/anesthesia reported by the hospital/surgeon. - further no remedial actions necessary, done or planned for this patient, nor prolong of hospitalization, reported by the hospital/surgeon. According to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the root cause of the deviated biopsy trajectory and laser placement by approximately 4 mm in superior and posterior direction from the intended planned trajectory was due to brain shift that occurred during the procedure, likely due to the combination of the patient's prone positioning and loss of cerebrospinal fluid when the dura was pierced. The direction of the trajectories' deviation (planned vs. Applied) observed between the preoperative MRI scan and the intraoperative MRI scan fits to the direction of the brain shift seen in these scans. Brain shift also explains the reportedly correct location of the burr hole and the accurate navigation when verified at the bone fiducials and anatomical landmarks on the skull itself (i.e. Brain shift within the skull cannot be detected by the navigation software). Brain shift results in an anatomical change of the brain within the patient's skull that cannot be compensated for by the navigation software. Therefore, brain shift that occurs during the procedure results in a deviation of the actual patient anatomy compared to the preoperative image dataset used in the navigation software on which tracked instruments are displayed. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer.

Event description:
A cranial surgery for a laser interstitial thermal therapy (litt) of a low grade glioma in the brain, located ca. 6cm deep in the right cerebellum with a size of ca. 9mm, has been performed with the aid of the brainlab navigation version 3.1. Placement of one laser fiber was intended, additionally biopsy samples with a navigated biopsy needle were taken beforehand in the course of the surgery. A pre-operative CT scan with bone fiducials was acquired before the surgery on the same day, to use with and register to the navigation, and former MRI scans were fused to this CT. A trajectory was planned. During the procedure the surgeon: positioned the patient in a prone orientation in a non-brainlab head holder and attached the navigation reference array to the headholder. Performed the initial patient registration on the pre-op CT acquiring planned registration points on fiducials fixated on the patient's head with the softouch, to match the display of the navigation to the current patient anatomy. Verified the accuracy of the registration and accepted the registration to proceed. Located the planned trajectory with the softouch, and marked the entry point on the patient's skin for the incision and burr hole, and reviewed the plan once more. Removed the unsterile navigation reference array, draped the patient, attached a sterile reference array and re-verified navigation accuracy at anatomical landmarks as well as the marked entry point. Created the incision and a burr hole (craniotomy) by drilling through a non-brainlab drill guide within the navigated varioguide aligned to the planned trajectory, and opened the dura. Used a navigated biopsy needle through the navigated varioguide, to take biopsy samples following the planned trajectory (1 pass). The samples were not provided to pathology. Inserted a (non-brainlab) bone anchor with an alignment rod, that was aligned through the navigated varioguide to the planned and by the biopsy needle used trajectory in the burr hole, for guidance of the laser probe. Inserted the (non-brainlab) laser probe guided by and following the placed bone anchor and the former biopsy trajectory. Performed a post-placement MRI scan before administering the laser therapy, and determined that the actual position of the laser probe (and also the former biopsy path) intended to follow the planned trajectory, deviated from the intended target point superior and posterior by ca. 4mm. Decided that adequate ablation could not be performed with this laser position, removed the laser fiber, and verified the navigation to be still accurate with anatomical landmarks. Created a new trajectory with the same target point but different entry point, and repeated the procedure as above for biopsy and laser placement with the new trajectory, using the same unchanged burr hole. After the MRI verification scan of the second laser placement, determined that also the second laser probe placement is not as intended - despite a re-check on bony landmarks showed the navigation still being accurate. Decided to abort the surgery without laser ablation, and closed the patient. To date, other than that a revision surgery is intended by the surgeon, there have been: no negative effects to the patient, nor any harm to a critical brain structure (e.g. Blood vessels or important brain tissue), neither due to the craniotomy nor due to the paths and resections actually applied with the biopsy needle nor the laser fiber paths, reported by the hospital/surgeon. Also no negative effect due to prolong of surgery/anesthesia reported by the hospital/surgeon. Further no remedial actions necessary, done or planned for this patient, nor prolong of hospitalization, reported by the hospital/surgeon.